Event description:
Consumer reported finding from 2 boxes item 320555 the pen needles clogged during flow check and gave issues attaching to her pen. Dc lot # unknown = 6 pen needles both issues. Lot # unknown = 10 pen needles both issues catalog#320555 date of event unknown sample status awaiting sample.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. The root cause cannot be determined as the return samples were opened. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.